Event description:
The patient reported he has been experiencing insulin pooling under his skin and not being absorbed. He stated that, because of this, he has at times had elevated blood glucose readings above 500 mg/dl. He said he does not feel any symptoms and he treats his reading by given himself insulin by injection or by bolusing through his infusion device. He stated the absorption issue is because he has formed a lot of scar tissue over the years. He said he is interested in using an insulin infusion set with a longer cannula. The patient was advised he is using the infusion set with the company's longest cannula. Site rotation and management was discussed with the patient and a complimentary guide to site management was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.